Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 1032347-2016-00363.

Event description:
It is reported the drill bit was loaded into surgairitome (not manufactured by zimmer biomet) and broke when it touched the patient. A second drill bit was used and it broke. The sales associate stated it looks like the flute of the drill bit doesn't come past the cap of the surgaritome and it broke right where the drill exits the cap. Nothing was retained by the patient.

Manufacturer narrative:
The product was not returned for evaluation. However, a product evaluation was conducted. According to the evaluation, the product identity was not confirmed as a result of the part not being returned. The distributor provided pictures which were examined in the evaluation. Upon examination, the pictures clearly show that one drill is bent and one drill is fractured transversely. Therefore, the complaint is confirmed. Distributor states the customer tried to use the drill bit with another manufacturer's product. It is unclear if this contributed to the fracture. The most likely underlying cause of the complaint could not be determined as the product was not returned. The certifications for these products have been reviewed and no non-conformance was found for this product. There are no indications of manufacturing defects. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #1032347-2016-00363-1.